Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, the cooler heater unit kept turning off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) troubleshot the reported problem and discovered power cord connector was faulty. The power cord was supplied by another MFR. The user facility's biomedical engineer will replace power cord.